Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, "while on bypass, the customer noticed blood dripping out of oxygenator inlet." The product was not changed out, there was 1 cc blood loss, and surgery was completed successfully, there was no delay in surgical procedure.

Manufacturer narrative:
Terumo received the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).